Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. No under delivery anomaly or over delivery anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked case at the reservoir tube window corner, cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they were hospitalized due to diabetes ketoacidosis on (B)(6) 2019 with unknown blood glucose. The customer had diabetes ketoacidosis multiple times. The customer¿s blood glucose level at the time of the incident was over 800 mg/dl. The customer was treated with the insulin drip and shot. The customer had strep, threat and pancreatitis. The customer alleges the insulin pump had under delivery. The customer reported that insulin pump had no delivery issue and which was resolved by changing the complete set. The device will not be returned for the analysis.